Manufacturer narrative:
Pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.